Manufacturer narrative:
A product investigation is in progress.

Event description:
Malfunction hazard/product is coming apart, in pieces, shredding [device breakage]. Burrs (projecting deformities) in plastic applicators [device physical property issue]. Case narrative: consumer reported via email that the tampons had burrs in the plastic applicators. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Malfunction hazard/product is coming apart, in pieces, shredding [device breakage]. Burrs (projecting deformities) in plastic applicators [device physical property issue]. Case narrative: consumer reported via email that the tampons had burrs in the plastic applicators. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Malfunction hazard/product is coming apart, in pieces, shredding [device breakage] burrs (projecting deformities) in plastic applicators [device physical property issue]. Case narrative: consumer reported via email that the tampons had burrs in the plastic applicators. No injury was reported.